Manufacturer narrative:
(B)(4).the date of event on the initial manufacturer report was incorrect and has been updated.

Manufacturer narrative:
(B)(4). The device was returned to baxter with the reported symptom of "serial number mismatch" and an evaluation was performed. The device was received with the external barcode reading (B)(4) and the internal serial number reading (B)(4). When the processor board was removed from the device serial number (B)(4) during evaluation, it was found to be the processor board to device serial number (B)(4). This was confirmed through a review of the device history record. Furthermore, the device history record revealed that the input/output board (I/o board) had been swapped from device serial number (B)(4) to device serial number (B)(4). This is an indication that these components were not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
It was reported that a spectrum pump had a mismatched serial number. It was also reported there was no patient involvement.